Manufacturer narrative:
(B)(4). Batch #: u94e4w. Additional information was requested and the following was obtained: what efforts were made to locate the blade during the procedure? Was this procedure converted to an open procedure? Are there any plans to locate the piece? Was there any change in the patient care as a result of this event? What is the current patient status? There was no harm to the patient. The blade was sought by the entire team, without success. The procedure was not converted to open surgery. There was no change in patient care due to the fact that the missing blade was verified at the end of the surgery. The patient is at home, without further complications. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure there was a rupture of the active part. It disintegrated from the har36. Surgeon informs that the active blade may have remained inside the patient's body or it may have been sucked by the aspirator (device used to store fluids) during the surgery. There was no damage to the patient at the time of surgery.